Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation as it was implanted within the patient. The event cause could not be determined. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure-related event. (B)(4).

Event description:
Medtronic (reverse medical corporation) received report that an mvp-5q migrated after deployment. The patient was undergoing a planned embolization of internal carotid artery (ica). Vessel diameter was 4.8mm with high blood flow rate. The mvp-5q was detached in the horizonal (straight) section of the petrous segment of the ica. Upon detachment, the device migrated 10-15mm distally into the cavernous ica stopping along the curve of the posterior genu. Per the physician, the migration did not cause any harm to the patient or require any maneuvers to move the device. The physician did not attempt to retrieve the device and continued on to the next planned step, which was to place an occlusion device and coils proximal to the mvp in the ica. Afterward, another plug device was placed in the cervical ica proximal to the entire embolization implant mass. The physician was satisfied with the final result; the vessel was appropriately occluded. There was no report of patient injury as a result of this event. Patient is currently stable in good condition.